Manufacturer narrative:
Siemens performed cross reactivity testing of the drug fulvestrant (faslodex) in the advia centaur enhanced estradiol, dimension vista loci estradiol assay, immulite/immulite 1000 estradiol assay and immulite 2000 estradiol assay and confirmed that the drug may cause falsely elevated estradiol results in these assays. Fulvestrant (faslodex) is an estrogen receptor antagonist which is used in the treatment of stage IV recurrent breast cancer in post-menopausal women with estrogen receptor positive breast cancer. Fulvestrant is used when other anti-estrogen drugs have failed. Fulvestrant has a similar chemical structure to estradiol and may cross-react with the antibodies used in immunoassays. Siemens issued an urgent field safety notice cc 16-03.a.ous and an urgent medical device correction cc 16-03.a.us on january 13, 2016 to inform customers of the cross reactivity and instruct customers to use an alternate method such as liquid chromatography-mass spectrometry (lc-ms) when measuring estradiol in patients being treated with fulvestrant. No further action required.

Event description:
Falsely elevated advia centaur xp enhanced estradiol (ee2) results were obtained on a patient sample. An elevated result was reported and question by the physician. The sample was repeated on an alternate estradiol test method and the result was lower. The patient sample was tested on an immulite 2000 estradiol test method and the result was lower than the advia centaur xp result. A corrected report was issued by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the falsely elevated advia centaur xp enhanced estradiol (ee2) results.